Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver displayed error 137. At the time of contact, no injury or medical intervention was reported. The device has been received for evaluation. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 which did not confirm the reported event of error 137; therefore there were no indications of gaps in transmission.